Event description:
Healthcare professional reported through regulatory agency right side device rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.